Manufacturer narrative:
(B)(4). Per the customer the sample was discarded.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up, the home patient (hp) stated that the adapter at the end of the transfer set became disconnected from the catheter. The hp stated that he did notify the nurse and the nurse changed out his transfer set and adapter and he was given a prophylactic antibiotic. The hp stated that he has been doing fine and able to continue therapy. During follow up with the hp's nurse, the nurse stated that she does not know the manufacturer for the catheter as it was put in about four years ago but she stated that the manufacturer for the adapter is kendall. The manufacturer was notified.

Manufacturer narrative:
(B)(4). There will be no further investigation into this complaint as the products involved in this incident are not baxter's products.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 4. The home patient (hp) stated that he became disconnected from the patient line somehow. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to the hc machine. The hp would finish with manual exchange and notify the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.